Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and death. No lot release records were reviewed, as the product lot number was not provided. (B)(4).

Event description:
It was reported by spouse that patient had passed away from a stroke. Patient was wearing a pod when taken to the hospital and device was removed by medical professional once patient was admitted.

Manufacturer narrative:
Updated problem statement to include diabetes in cause of death: b5 - describe event or problem: it was reported by spouse that patient had passed away from a stroke and diabetes. Patient was wearing a pod when taken to the hospital and device was removed by medical professional once patient was admitted.

Event description:
It was reported by spouse that patient had passed away from a stroke and diabetes. Patient was wearing a pod when taken to the hospital and device was removed by medical professional once patient was admitted.